Event description:
It was reported that stent movement on balloon and stent damage occurred. A 28x2.50mm synergy¿ stent was selected. During unpacking of the device, the stent protector was removed however it was noted that the stent had moved about halfway off the stent delivery system balloon. It was also noted that approximately 2/3 from the proximal tip of the stent was unraveled. The device was never connected to an indeflator and the device never came in contact with the patient. The procedure was completed with another device. No patient complications were reported and the patient's status was fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).